Manufacturer narrative:
Approximate age of device - 6 years and 2 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient underwent a pump exchange on (B)(6) 2018 due to thrombosis. No additional information was provided.

Manufacturer narrative:
A direct correlation between heartmate ii lvas and the reported event could not conclusively be established through this evaluation. The account reported that the patient underwent a pump exchange on (B)(6) 2018 due to pump thrombosis. Multiple requests for additional information regarding this event were sent to the account. However, no additional information was provided. Heartmate ii lvas was not returned to abbott for analysis. The hmii lvas IFU lists device thrombosis as an adverse event that may be associated with the use of the heartmate ii left ventricular assists system and outlines the recommended anticoagulation therapy and inr range. This document also outlines indications of pump thrombosis, as well as how to respond to such events. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
PMA/510k: date received by manufacturer was inadvertently omitted from the previous report. The correct aware date for the previous report is 27sep2018.